Event description:
Legal case - USA - patient ID: (B)(6). It was reported via a legal notification, that a patient, initial right knee implanted with a truliant ps polyethylene tibial insert in (B)(6) 2019, underwent a revision procedure approximately (B)(6) 2022 for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. During plaintiff¿s revision surgery, her orthopedic surgeon noted ¿there was noted to be significant ¿wear of the liner¿ and ¿extensive synovitis.¿ while the plaintiff¿s device was not included in defendants¿ initial recall notice which was insufficiently limited to packaging errors, and otherwise not sufficiently comprehensive, plaintiff¿s revision operative report reflects the typical findings of accelerated and preventable polyethylene wear due to defective design of the device and a manufacturing defect of the device which produced toxic polyethylene particles and debris, resulting in premature catastrophic failure and revision surgery. The plaintiff experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. The plaintiff has suffered and continues to suffer permanent, and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. No further information. Ebi search - no results.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.